Event description:
It was reported to boston scientific corporation that a spyscope access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in 2008 (female patient). According to the complainant, during the procedure, ".... The patient was doing fine with a regular ercp without spyglass. The spyscope was loaded over the wire and it was inserted into the common bile duct, and irrigated. Approximately 20 seconds after the irrigation was started, the patient's heart rate dropped dramatically. The anesthetist administered epinephrine and the decision was made to remove the ercp and spyscope from the patient. The patient crashed and was stabilized." After the patient was stabilized, the complainant indicated to a boston scientific sales representative that "air [was detected] in the liver, which may have contributed the clot in her heart and to the liver." At the conclusion of the procedure, the patient's condition was noted to be "fine" and was anticipated to be released from the hospital that same day.

Manufacturer narrative:
The device was not returned; therefore, a device evaluation cannot be performed. The relationship between the device and the event is undetermined. The cause of the reported event is undetermined. The may 2008 15-month spyscope access & delivery catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. Refer to MFR report #3009055803-2008-01078 for a description of the second device used in this procedure.